Event description:
During a laparoscopic nissen fundoplication procedure, after about 2 hrs of use, the instrument came up as error code 5. Re-tightened the hand instrument and checked the handpiece. It still flashed faulty shears. Another device was used to complete the case with no pt consequence.